Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. And concern with the product. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and concern with the product. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and concern with the product. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow particles observed in the surface of the shell. Observed opening on posterior side assessed as surgical damage. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.